Event description:
The customer observed falsely elevated glucose results generated from alinity c processing module for multiple patients. The results provided were: on (B)(6) 2026 sid (B)(6); 53yrs old female =25.253 mmol/l /repeated on (B)(6) 2026=9.646 mmol/l and 9.671 mmol/l, sid (B)(6); 62yrs old female=22.068 mmol/l /repeated on (B)(6) 2026=4.809 mmol/l and 4.906 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the module, after extensive troubleshooting found tubing, peristaltic head (rohs) cause the issue, replaced the part resolved the issue. The instrument alinity c processing module, serial number (B)(6) service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaints and trending data associated with the tubing, peristaltic head did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation provides adequate information regarding the removal, replacement, and verification of the tubing, peristaltic head. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6), or the tubing, peristaltic head.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated glucose results generated from alinity c processing module for multiple patients. The results provided were: on (B)(6) 2026, sid (B)(6); 53yrs old female =25.253 mmol/l /repeated on (B)(6) 2026=9.646 mmol/l and 9.671 mmol/l. Sid (B)(6); 62yrs old female=22.068 mmol/l /repeated on (B)(6) 2026=4.809 mmol/l and 4.906 mmol/l there was no reported impact to patient management.